Event description:
Severe illness from breast implants - sientra textured shaped, hair loss, stomach issues, severe brain fog, throat dryness, congestion that will not go away, chest pain; skin dryness, vision problems, joint and muscle pain, food allergies, not able to eat, extreme fatigue, and headaches. FDA safety report ID# (B)(4).